Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device hose was damaged. It is known that the device was used during surgery. It is unk that no injuries or medical intervention were reported. It is unk if a delay occurred during the surgical procedure. There was no add'l info provided.